Event description:
It was reported during an in clinic visit, premature battery depletion was observed on a patient¿s device. Review of battery voltage trend noted a drop in voltage. The patient has not experienced any symptoms and will continue to be monitored.

Event description:
New information received notes that the device was explanted and replaced. Patient had no issues.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.